Event description:
During preventative maintenance hill-rom tech found bed with ground loss light flashing. Ground prong of the power cord was broken. No injury reported. Replaced ac power cord to resolve this issue. This bed is equipped with a ground loss indicator to warn the caregiver that there has been a loss of ground and to minimize any risk to the patient.